Event description:
It was reported that the product was leaking oil during a foot procedure. They completed the procedure with a backup. There was no adverse consequences reported.

Manufacturer narrative:
The service tech could not obtain a sample of the substance that was reported to have leaked from the device, however, they were able to confirm the complaint that device leaks. The device will be repaired and returned to the customer.